Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was 80% deployed however was too high. Recapturing of the valve began, however the valve crumpled up and was unable to recapture. The valve and delivery catheter system (dcs) were pulled down to the descending aorta and was able to be recaptured and removed from the patient. When the capsule was opened, the valve was contorted and would not return to it's original shape. A new valve was loaded onto a new dcs and implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the was returned in its original packaging and original container jar submerged in clear solution. Visual evaluation noted that all the leaflets were flexible and intact. All leaflets were in the closed position with a gap at the point of coaptation and between leaflets 1 (l1) and 3 (l3). A kinked strut was noted on commissure 2-3. Commissures 3-1 and commissure 1-2 appeared intact. Further engineer visual inspection revealed a frame fracture in addition to multiple kinked struts. The fracture location was observed between cell pairs c13 and c21. The observed kinks occurred in the struts between cell pairs c16, c15; c15, c22; c22, c21; c21, c28; c23, c22; c23, c30; c30, c29; c39, c38; c48, c39. Conclusion: not yet available, evaluation of the product is in progress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve was returned to medtronic for product analysis. The product was returned via fedex in its original packaging and original container jar submerged in clear solution. All leaflets were flexible and intact. As received, all leaflets were in the closed position with a gap at the point of coaptation and between leaflets 1 (l1) and 3 (l3). A kinked strut was noted on commissure 2-3. Commissures 3-1 and commissure 1-2 were intact. Visual inspection revealed a frame fracture in addition to multiple kinked struts. The fracture location was observed between cell pairs c13 and c21. The observed kinks occurred in the struts between cell pairs c16, c15; c15, c22; c22, c21; c21, c28; c23, c22; c23, c30; c30, c29; c39, c38; c48, c39. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The deformed crowns/cells and fractured node 6 were likely caused by collision between the transcatheter aortic valve (tav) and delivery catheter system (dcs) or anatomy. The damage to the implant indicated a higher than normal axial load that could have occurred during the first recapture attempt due to over deployment or unexpected anatomical conditions, during loading of the valve, or during repositioning of the dcs capsule from the ascending aorta into the descending aorta. Based on observations and frame analysis, the frame bends and fracture were consistent with improper loading/recapturing. However, the root cause is inconclusive. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device inst ructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the tav frame paddles during loading. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. In this case, the bent outflow crown was identified during fluoroscopy. The load was performed by an experienced loader. Based on this information and the returned product analyses, the cause of this issue was likely a user-related issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.